Event description:
The pt underwent double valve replacement and tricuspid valve repair. During the attempt to implant this valve, the aortic root lacerated and the right coronary ostium was obstructed. A 19 mm sjm valve was then implanted. Post-operatively, the pt experienced "massive" bleeding and wound infection. Due to these complications, the pt's hosp stay was extended.